Event description:
The customer reported the left monitor was not functioning. The left monitor displays the live fluoroscopy image. There is no report of pt injury of death.

Manufacturer narrative:
A ge service rep performed an on-site investigation. The video connection was reseated during the service call. The system was tested and found to be working as intended and put back into service.